Event description:
It was reported that the patient alleged that her device stopped working after a smart meter was installed. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).